Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient underwent spinal fusion surgery (believed to be t4 to s1) on (B)(6) 2012, during which time the catheter became dislodged from the intrathecal space. The spinal segment of the catheter was replaced though cerebrospinal fluid backflow was not obtained and it was unknown if the new segment was in the intrathecal space. The pump was set to minimum rate (patient's dose prior to this was dilaudid 20 mg/ml, 11 mg/day, simple continuous. A catheter dye study was performed on (B)(6) 2012. It was possible to aspirate 4 ml of clear fluid from the catheter access port and 2-3 ml of preservative-free dye was injected, however, the patient asked to abort the case before a complete study could be performed due to pain. On (B)(6) 2012 the pump was programmed to 5 mg/day dilaudid at which time the patient experienced a moderate decrease in pain. Later that day the dose was increased to 8 mg/day. Further information has been requested. A follow-up report will be submitted if additional information is received.